Event description:
On (B)(6) 2010, the pt reported the display of her infusion device was blank. She stated her blood glucose was elevated to 200 mg/dl and she did not attempt to bolus or view the display of the infusion device at that time. An hour later her blood glucose measured 300 mg/dl and she found the display of the infusion device was blank. She inserted a new battery and was unable to resolve the issue. She stated the infusion device has not been dropped and the display does not appear to be damaged. The infusion device has not been exposed to moisture. The pt's normal blood glucose range is 150 mg/dl. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.